Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted the intraocular lens (iol) at a wrong angle. The surgeon went to rotate the lens, but was only able to rotate the lens half way to where he wanted it to be. Once the eye calms down, the surgeon is having the patient come back for photorefractive keratectomy (prk). Through follow-up, it was learned they were not able to rotate the lens back into position. The lens remains implanted. A prk enhancement is scheduled for (B)(6) 2020. No other information was provided.